Event description:
Complainant alleged that while attempting to defibrillate a pt, the device did not discharge. Medics responded to the pt and attached the m series using multi-function electrodes. The pt presented course v-fib. The analyze button was pressed, the device charged, the shock button was illuminated however the device did not discharge when the shock button was depressed. Medic attempted to defibrillate the pt in manual mode without success. Complainant indicated that the clinician obtained another device to continue treating the pt. Medics were able to establish a pulse prior to the pt being transported. Complainant indicated that the pt subsequently expired at the hospital.